Manufacturer narrative:
Batch review performed on 10 july 2019: lot 182815: (B)(4) items manufactured and released on 04-july-2018. Expiration date: 2023-06-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event additional devices involved: batch review performed on 10 july 2019: cup: versafitcup cc trio 01.26.45.1158 acetabular shell cc trio no-hole ø 58 (k122911) lot 181710: (B)(4) items manufactured and released on 22-may-2018. Expiration date: 2023-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Preliminary investigation performed by medacta r&d hip project manager: from the received images, no particular signs were noticed that could relate to the event. Analyzing the x-ray images, accordingly to the medical direction, the positioning of the stem and the cup, protruding from the related seats, could be a cause related to the event; from the received information the event cannot be related to a defective device. Clinical evaluation performed by medacta medical affairs director: few months after primary cementless tha a revision is required for loosening. The anatomy of the patient probably drove the femoral resection level to be extremely low and in these conditions the stem is subject to an extreme challenge to withstand rotational loads. Probably for the same reason, and to preserve correct leg length, the cup has been implanted too proud from the acetabulum and could not offer sufficient stability. The cause for this revision is not defective devices.

Event description:
On the (B)(4) 2019 we were informed of a revision surgery performed on the (B)(6) 2019, about 4 months and a half from the primary for stem loosening and cup malpositioning. Femur stress shielding was detected. The surgery was completed successfully.